Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units and the insulin gauge displayed a fill estimate of over 60, which then re-estimated to 120 units. Tandem technical support offered to troubleshoot for the reported event; however, the customer declined to perform troubleshooting. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4).